Event description:
It was reported that bd q-syte closed luer access device septum leak occurred. The following information was provided by the initial reporter: the patient underwent infusion therapy at 9:49 a.m. On (B)(6) 2024. After connecting the implanted port to the septum, the tubing was flushed, and fluid leakage occurred on the side of the septum. The septum was replaced, and the infusion proceeded smoothly without harm to the patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.